Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a rotated heart, and dilated left atrium. A mitraclip xt was inserted and deployed onto the mitral valve without issues. A second clip, a mitraclip xt, was then inserted without issues. However, while steering the clip down to the ventricle, the clip was no longer able to steer. The physician noted that when applying the m knob, it was moving freely. Therefore, the clip was removed from the patient. A decision was made to discontinue the procedure. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.